Event description:
A malfunction alarm was reported, and malfunction code 16 was identified on the pump. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer used manual injection therapy as a backup to ensure continued insulin delivery.